Event description:
It was reported that the patient received an inappropriate shock due to oversensing. The physician elected to reprogram the device to resolve the event and the patient was stable with no additional consequences.